Manufacturer narrative:
The unit was returned to the service center for evaluation. Unit failed inspection due to no signal from either serial digital interface (sdi) outputs. This issue was attributed to a faulty printed circuit board. The unit passed all other testing.

Event description:
The unit was returned to the service center for annual inspection. There was no report of any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: 1): in light of the fact that less than one year passed since the subject device was delivered, it is inferred that the dp board malfunctioned due to accidental failure in parts on the board. The sdi signals are output from the dp board, and therefore malfunction in the dp board might cause failure to output the signals.